Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin and changed the pump supplies and resumed insulin. Reportedly the customer is wearing the pump supplies for 2-3 days. No reported impact to the customer¿s blood glucose level.